Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient's ipg was flipping in the pocket and causing discomfort. Surgical intervention took place where the ipg was explanted and replaced and sutured in place to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event estimated.